Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was damaged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Examination of the returned packaging components identified that the sterile blister packaging was cracked. The device history records were reviewed and no discrepancies relevant to the reported event were identified. An investigation into this issue identified that thin/variable blister wall thickness and no head-space in shelf carton were causing the blister to deform and crack during distribution. The packaging design configuration was changed to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.